Event description:
On september 8, 1992 mr. Marcel buyck was found to be incontinent on the 11:00-7:00 shift. The nurse rolled him onto his left side to clean him and ipon doing so the left siderail fell and the patient rolled onto the floor. He was in a kinair iii bed. The patient incurred a laceration to his left eyebrow which required suturing. Dr. A. Miller was notified of this incident. No other injury noted.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mechanical problem, none or unknown, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.